Manufacturer narrative:
The insulin pump passed the functional tests, including the self, sleep current measurement, active current measurement, rewind, prime, seating, basic occlusion, occlusion, force sensor and displacement tests. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected battery power loss alarm. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and serial number label fading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alert low battery alert before the replace battery now alert. The customer stated that they used fresh batteries. Troubleshooting could not be completed since the customer did not have a battery at the time of the phone call. The customer also reported that serial number label was worn due to regular wear and tear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced and will be returned for analysis. The customer's blood glucose at the time of the phone call was 115 mg/dl.